Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lock on the video connector receiver has worn out and broken due to long-term repeated use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the device evaluation. The device was returned to olympus and the repair center confirmed the customer's complaint due to bent pins inside video connector.

Event description:
There were no other devices involved in the event and no procedure delay.

Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported a no image issue on a video system center. The connection between the scope and paddle does not produce an image the issue occurred during preparation for a procedure. There was no harm or patient injuries reported. No additional information has been obtained.